Event description:
A home patient contacted baxter's technicial service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, an unused supply line of the homechoice set was left unclamped during therapy. Baxter's technical service center assisted the home patient in ending therapy early. Per the home patient's nurse, no patient injury or medical intervention was associated with this incident.